Event description:
(B) (4)

Event description:
It was reported the device had a suspected "battery problem". The battery voltage measured 2.61 volts. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) performance data from the device showed low telemetered battery voltage. On (B) (4) 2010, the battery voltage with telemetry was 1.85v and the daily measurement was 2.85v. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) performance data from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 1.85v and the daily measurement was 2.85v. Analysis of the battery indicated that it was not depleted, but it was found to have internal resistance exceeding the specification limits.

Event description:
It was reported the device had a suspected "battery problem". The battery voltage measured 2.61 volts. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.